Event description:
Complainant alleged that the device self-discharged and delivered a shock to a pt while they were testing an implantable defibrillator in the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.